Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, left, 12 holes, 285 mm on (B)(6) 2016 on the left side and was revised on (B)(6) 2016 due to due to pain and implant fracture.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that a ncb pp plate was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to a plate breakage. Review of received data: - 4 x-rays were provided. Two of them are dated with (B)(6) 2016 and the other two with (B)(6) 2016. The x-rays show that a ncb pp plate was implanted and fixed with 9 screws. It can also be seen that a screw was implanted below the plate through the broken bone area. No breakage of the plate can be seen on the provided x-rays. - a surgical report of the implantation dated (B)(6) 2016 was provided. Diagnosis: proximal femoral fracture, left side (existing knee prosthesis). Indication: breakage due to patient fall, primary treatment with external fixator. The report describes that the bone fracture was treated with a ncb pp plate, 9 screws and locking caps. No abnormality found. Devices analysis - visual examination: the broken plate, 9 screws and 9 locking caps were returned for investigation. The broken plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. On the backside of the plate there is a polished area around the broken bore hole visible. This polished area was occurred from the movement of the screw head which was implanted below the plate (seen on the x-rays). Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - in the surgical technique of the device the correct placement of the plate and screws are described. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, the movement between screw head and plate leads to notching. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion. - breakage of implant due to implant will be implanted against contraindication not possible -> no evidence for contraindication. - breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> no dimension issue. - breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible -> no issue found on the x-rays. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. - breakage of implant due to user define incorrect placement of the spacers and plate not possible -> no bone spacers were used. - breakage of implant due to user perform improper handling of the plate during insertion not possible -> no evidence for improper handling. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no detailed post operative restrictions provided. - breakage of implant due to patient do not follow the postoperative protocol => possible, it can be that the patient did not follow the post op protocol. Conclusion summary: the ncb pp plate was in vivo for approx. 4 months. The product analysis of the plate shows an indication for a fatigue fracture. It can also be seen that a screw was implanted below the plate to fixate the bone fracture. The screw head of that screw was in direct contact with backside of the plate. Therefore, a polished area on the backside of the plate was occurred due to movements. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. There are several factors which may have contributed to the breakage: it can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the plate breakage after approx. 4 months could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).